Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator experienced undesired sensations near the pocket site. The patient was prescribed a medrol dose pack to help reduce discomfort. There were no additional patient complications. Additional information stated that the patient began experiencing discomfort after acute surgical pain resolved, around early (B)(6) 2025. A medication (medrol dose pack) was prescribed, and the patient turned the stimulator off for two weeks before turning it back on. During a follow-up visit, the provider noted that the symptoms had somewhat improved. It was also noted that the patient wears jeans with a large belt and operates a riding lawn mower frequently, which may contribute to the irritation at the pocket site.

Event description:
It was reported that the patient with this neurostimulator experienced undesired sensations near the pocket site. The patient was prescribed a medrol dose pack to help reduce discomfort. There were no additional patient complications. Additional information stated that the patient began experiencing discomfort after acute surgical pain resolved, around early (B)(6) 2025. A medication (medrol dose pack) was prescribed, and the patient turned the stimulator off for two weeks before turning it back on. During a follow-up visit, the provider noted that the symptoms had somewhat improved. It was also noted that the patient wears jeans with a large belt and operates a riding lawn mower frequently, which may contribute to the irritation at the pocket site. The patient underwent a revision surgery to replace the battery due to ongoing discomfort at the pocket site. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator experienced undesired sensations near the pocket site. The patient was prescribed a medrol dose pack to help reduce discomfort. There were no additional patient complications. Additional information stated that the patient began experiencing discomfort after acute surgical pain resolved, around early (B)(6) 2025. A medication (medrol dose pack) was prescribed, and the patient turned the stimulator off for two weeks before turning it back on. During a follow-up visit, the provider noted that the symptoms had somewhat improved. It was also noted that the patient wears jeans with a large belt and operates a riding lawn mower frequently, which may contribute to the irritation at the pocket site. The patient underwent a revision surgery to replace the battery due to ongoing discomfort at the pocket site. There were no further patient complications.